Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction since over inflation of the balloon can expose the pt to the risk of rectal mucosa necrosis. This risk is minimized however with measures that have been put in place to prevent this from happening. Namely; the device comes with a 45 ml syringe, the inflation port is clearly marked with the words '45 ml', and the staff are adequately trained before commencing the operation of the device where the potential complication of over inflation is re emphasized. According to the reporter, the defective tube was discarded and no lot number is available. No additional info has been provided to date. Upon completion of investigation, a follow-up report will be submitted.

Event description:
The balloon was inserted into the pt and instilled with approximately 80 cc of water. The indicator wasn't working so it did not stop at the expected max of 45 cc. The device was changed out with a new one which worked as expected and stopped at 40 cc of water.